Event description:
A report was received that the patient was experiencing discomfort at the pocket site. The ipg had migrated and the physician performed a pocket revision. The patient is reportedly doing well.